Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. There was also a system error 2367 alarm. The technical service representative (tsr) recycled the power to clear the alarms. The tsr explained the alarms. There was no obvious cause of alarm. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The caller would finish therapy with manual supplies. The caller would call the registered nurse (rn) about the alarm and any missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.